Event description:
It was reported that since a device change out, there had been a slow increase in the left ventricular (lv) lead threshold. Also, the lv lead was found to be not pacing at maximum output. The lv lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.